Event description:
It was reported on (B)(6), 2012 that, during use that day, an oxygenator was found leaking from a rupture in the membrane. The oxygenator was primed normally, the clamps were released and the flow was initiated. The oxygenator was removed from the circuit. No adverse effects were reported. (B)(4).

Manufacturer narrative:
This event was identified as being reportable during a retrospective review of complaint records as required by maquet's CAPA process. Due to the age of the complaint, follow-up will not be conducted and no further information is expected.